Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 5 inappropriate shocks due to an episode of atrial arrhythmia. Troubleshooting options were discussed, possible reprogramming. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device delivered a set of 3 shocks and anti-tachycardia pacing (atp). Device remains in service no additional adverse patient effects were reported.